Manufacturer narrative:
Product event summary: analysis could not confirm the reported event; the programmer started up without any problems and worked correctly during the whole incoming test procedure. Analysis found there was a small deviation between the stylus and the cursor on the screen (diagonal) due to touchscreen misalignment. Analysis also found the link electronic module (lem) spacer, the cord bay left latch, and the upper pin personal computer memory card international association (pcmcia) slot (cardbus socket) were broken. It was noted the lower and upper cases were broken by the handle. It was also noted the stylus was missing.

Event description:
It was reported the programmer was not working. The programmer was returned to the manufacturer for service, analyzed and tested out of specification. There was no patient involvement.